Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon - approximately 4 cm from the proximal cone of the balloon. The tactile inspection did not report any other abnormalities on the device. A 0.018¿ guide wire was advanced through the device length, from the tip to the hub,no resistant was encountered during this procedure. During the analysis, negative pressure was applied with a manometric syringe in the device: the test passed because no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon showed wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon (slightly detectable) - 7 bar (nominal): at this pressure the balloon does not show any issues. - 14 bar (rbp) : at this pressure the balloon does not show any issues. Then the balloon was deflated and no issues were reported. (B)(4).

Event description:
The physician was attempting to use an inpact pacific drug eluting pta balloon catheter to treat a lesion in a patient. No abnormality was noted during preparation and inspection of the device prior to use. During use, it was noted that the balloon was twisted and impossible to inflate. Normal inflation pressure was applied to the device. No clinical sequelae or patient injury reported for this event. No further treatment was required. Please note that this device (inpact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (inpact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions